Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 427 mg/dl. The customer was assisted with troubleshooting. Customer reported that the insulin pump fell to the ground and cracked, she stated that after event the display got blank. Customer stated that she was not wearing the insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.